Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented to the hospital due to a syncopal episode. Review of the device data indicated that there was oversensing. Programming changes were made which resolved the oversensing but led to undersensing. There was no pacing inhibition. The lead impedances and pacing threshold measurements were stable. The system was programmed to monitor only. The patient's electrolytes were imbalanced. Upon further review of stored electrograms (egms), non-physiological signals were noted to be present. On the day of the procedure, fluoroscopy was performed. The two implanted rv leads appeared very close to each other in proximity. The physician believed that the oversensing was due to lead on lead contact. The physician intended to implant a new rate sense right ventricular (rv) lead, however at the procedure found that both the left and right sides were occluded. Further investigation indicates that a subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted along with another manufacturer's pacemaker which was connected to a previously abandoned other manufacturer's rv lead. This device was explanted. The patient's rv lead that was not connected to the pacemaker was abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.